Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
As reported: "gamma 3 implanted 16 months ago and 100 days later the implant broke. Screws at the bottom broke and nail also broke by the point where the lag screw is implanted. Entire construct was revised and patient experienced a similar event 100 days later."

Manufacturer narrative:
The reported event could be confirmed based on details provided, only. Images available revealed a broken nail. Due to missing device a physical evaluation was impossible and further technical statement could not be given. In the case presented a 61-year-old male patient, at time of reported event, was primarily treated with a long nail kit r1.5, ti, left gamma3 013x380mm x 125 on (B)(6)2022 and revised on (B)(6)2023 by a long nail kit r1.5, ti, left gamma3 015x400mm x 125 during a 1st revision. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. In case substantive information will become available in future that suggests otherwise we reserve the right to reopen the case.

Event description:
As reported: "gamma 3 implanted 16 months ago and 100 days later the implant broke. Screws at the bottom broke and nail also broke by the point where the lag screw is implanted. Entire construct was revised and patient experienced a similar event 100 days later."